Event description:
The customer reported, the xray tube blew during a procedure. No reports of patient injury.

Manufacturer narrative:
They indicated, they did not want the system serviced. Therefore, no field service engineer evaluated the system.